Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The reported burnt smell was confirmed through eval. The investigation found corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion which caused the components to fail. (Specific component not identified) rendering the unit irreparable. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had a "burning smell". It was also reported there was no pt injury.